Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting conducted atrial fibrillation (af) as a ventricular tachycardia (vt) episode. The device had initially withheld therapy appropriately; however, the device¿s discrimination algorithm eventually failed. The device remains in use. No further patient complications have been reported as a result of this event.